Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain, cloudy effluent, and fever. The cause of the event was not reported. The patient was hospitalized and treated with vancomycin and ciprofloxacin (500 mg, twice daily) for peritonitis. At the time of the report, patient outcome was not reported. Thirty-six days after the event onset, pd therapy was discontinued, and the pd catheter was removed. No additional information is available.